Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection with cultures testing (B)(6) for (B)(6). The patient received antibiotic treatment. The implantable pulse generator (ipg) was explanted and will be replaced. No further patient complications have been reported as a result of this event.